Event description:
Reportedly, an error message is displayed on the programmer screen.

Manufacturer narrative:
Upon reception, the returned programmer was tested and the reported behavior was reproduced, as an error message was displayed. However, the error message disappeared after a few attempts, and normal functioning was restored.the observed issue most probably resulted from an update of the operating system initiated by windows, which failed to be executed. The tablet will follow the repair workflow (including a reghost to restore its initial configuration) and will be returned to the field.

Event description:
Reportedly, an error message is displayed on the programmer screen.